Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device and right ventricular (rv) lead exhibited high out of range pacing impedance measurements (greater than 3,000 ohms). A technical service (ts) consultant reviewed the device data available and advised to perform lead integrity testing. The device remains implanted. No adverse patient effects were reported.